Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue. The event was further described as ¿the patient folded the wings of the solution bag with one hand and turned them to the right, but it kept spinning without stopping¿. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue. The event was further described as ¿the patient folded the wings of the solution bag with one hand and turned them to the right, but it kept spinning without stopping¿. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was under water pressure tested and no leak was observed. Functional testing (self-test and priming) were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.